Event description:
Caller alleged discrepant results compared with the doctor's inratio meter. Results as follows: date: (B)(6) 2011, inratio2: 1.0. Date: (B)(6) 2011, 1.2 (x2), 1.7. Patient's therapeutic range: 2-3 inr. On (B)(6) 2011, doctor increased patient's warfarin dose. Pt has been testing on the inratio2 meter for about 3 months.

Manufacturer narrative:
Investigation pending.